Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by "pain, always having stomach issues, infection got really bad, was pussing", and there was dark green solution in the in dialysis drain bag. On an unreported date the patient was taken off the homechoice (hc) device and started on manual pd therapy. On an unreported date the patient was treated with unknown antibiotics. The cause of the peritonitis was not reported. Two days after hospitalization, the patient passed away. The cause of death was reported to be bacterial peritonitis. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.